Event description:
Reportedly, after firing it was noted that the staple was not complete. Patient developed a hemoperitoneum. Unanticipated blood loss occurred and re-operation was necessary to suture hemoperitoneum and blood transfusions were given to the patient. Procedure: left colectomy.